Manufacturer narrative:
H2: a1, b5 and h6.

Event description:
Additional information was received indicating that the issue was discovered during routine inspection process. There was no patient involvement.

Manufacturer narrative:
Evaluation results: one cadd-solis vip was returned for investigation. The tamper seal and lens were damaged. A review of the event history log evidenced the following: "11/29/2019 4:16:33 am high alarm displayed: cassette not attached properly, 11/29/2019 4:16:35 am cassette latch was opened, 11/29/2019 4:16:35 am info alarm: latch opened, 11/29/2019 4:16:36 am cassette latch was closed, 11/29/2019 4:16:36 am info alarm: latch closed, 11/29/2019 4:16:36 am high alarm displayed: cassette not attached properly". The investigator performed a sensor functional test. The customer reported product problem was replicated. The investigator noted that the unit was not reading in calibration. The investigator recalibrated the unit. The problem source was not known. A root cause was therefore not established.

Event description:
It was reported that pump exhibited a cassette latch error. No patient injury or complications were reported in relation to this event.